Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has not been confirmed. The investigation uncovered chipped rubber as well. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus for a repair request for a blacked-out image from their endoeye flex deflectable videoscope. No patient or user harm has been reported.

Manufacturer narrative:
Correction: "5-day" report selected in error for g6, type of report; "initial" should have been selected. Investigation: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation and although the reported problem has not been confirmed, the following could describe what could have led to a malfunction: a defect of the image sensor unit or a failure of an internal circuit board of a video connector or the system. A definitive root cause cannot be identified. This investigation is pending additional information requested.

Manufacturer narrative:
Olympus will continue to monitor the field performance of this device.